Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 26-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of the implant to the right side.") In a female patient who had essure inserted (lot no. C38212) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2019 she experienced adnexa uteri pain ("pain in the ovary"). On (B)(6) 2023 she experienced dyshidrotic eczema ("significant allergy on the hands, feet, and legs, of a dyshidrotic type, examined by the dermatologist who"). An unknown time later she experienced device dislocation (seriousness criterion medically important), pregnancy with contraceptive device ("pregnancy went to term"), fatigue ("chronic fatigue"), aphasia ("cognitive disorders: memory I m searching for words I have forgotten"), pelvic pain ("paiin"), discomfort ("at times a feeling of heaviness"), dry skin ("very dry skin with cracks on the feet and, in winter, sometimes pus-filled blisters"), skin fissures ("very dry skin with cracks on the feet"), pustule ("very dry skin with cracks on the feet and, in winter, sometimes pus-filled blisters") and loss of libido ("lowered morale loss of libido") and was found to have weight increased ("weight gain 7 kg"). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to pregnancy with contraceptive device, adnexa uteri pain, device dislocation, fatigue, aphasia, pelvic pain, discomfort, weight increased, dry skin, dyshidrotic eczema, loss of libido, pustule or skin fissures. The reporter commented: significant allergy on (B)(6) 2023 on the hands, feet, and legs, of a dyshidrotic type, examined by the dermatologist who thinks it might be psoriasis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Hysterosalpingogram] on (B)(6) 2015: which seemed to show a permeability of the fallopian tubes. [Ultrasound scan] in (B)(6) 2022: showed a mass; (dates unknown): mass seems to have disappeared?? But there is migration of the right-side implant apparently, the mass in question was a hernia and which will confirm a hernia and the migration of the implant to the right side. But it cannot be guaranteed whether the implant is intact or not. [X-ray] (dates unknown): micro-implant on the right side is not well positioned and the essure device is shorter on one side... Maybe?? A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6), 2023. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of the implant to the right side.") In a female patient who had essure inserted (lot no. C38212) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2015, the patient had essure inserted. In (B)(6), 2019 she experienced adnexa uteri pain ("pain in the ovary"). On (B)(6), 2023 she experienced dyshidrotic eczema ("significant allergy on the hands, feet, and legs, of a dyshidrotic type, examined by the dermatologist who"). An unknown time later she experienced device dislocation (seriousness criterion medically important), pregnancy with contraceptive device ("pregnancy went to term"), fatigue ("chronic fatigue"), aphasia ("cognitive disorders: memory I m searching for words I have forgotten"), pelvic pain ("pain"), discomfort ("at times a feeling of heaviness"), dry skin ("very dry skin with cracks on the feet and, in winter, sometimes pus-filled blisters"), skin fissures ("very dry skin with cracks on the feet"), pustule ("very dry skin with cracks on the feet and, in winter, sometimes pus-filled blisters") and loss of libido ("lowered morale loss of libido") and was found to have weight increased ("weight gain 7 kg"). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to pregnancy with contraceptive device, adnexa uteri pain, device dislocation, fatigue, aphasia, pelvic pain, discomfort, weight increased, dry skin, dyshidrotic eczema, loss of libido, pustule or skin fissures. The reporter commented: significant allergy on (B)(6), 2023 on the hands, feet, and legs, of a dyshidrotic type, examined by the dermatologist who thinks it might be psoriasis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. [Hysterosalpingogram] on (B)(6), 2015: which seemed to show a permeability of the fallopian tubes [ultrasound scan] in (B)(6), 2022: showed a mass; (dates unknown): mass seems to have disappeared?? But there is migration of the right-side implant apparently, the mass in question was a hernia and which will confirm a hernia and the migration of the implant to the right side. But it cannot be guaranteed whether the implant is intact or not. [X-ray] (dates unknown): micro-implant on the right side is not well positioned and the essure device is shorter on one side. Batch noc38212 production date (B)(6), 2014 expiration date (B)(6), 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.